Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. During simulation testing, the cable passed manual and preset conditions and provided accurate measurements.  The cable was determined to be functioning as designed.

Event description:
The customer reported when the cable is connected and being used the spo2 readings were staying in the 80s even when the sensor was moved to different sites the readings remained in the 80s. No patient impact or consequences were reported.